Event description:
It was reported the attorney alleges that the customer failed to receive the correct dosage of insulin to manage his diabetic condition, and the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer alleged suffering further injury, which required medical procedures and a second hospitalization as a result of the insulin pump failure. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.